Event description:
It was reported that the patient had a back surgery and the physician inadvertently moved the spinal cord stimulator (scs) leads of the patient that created impedances. The patient underwent a scs lead explant procedure. The explanted devices were kept by the patient.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, model: sc-2317-70, serial: (B)(6), batch: 7084276, upn: m365sc2317700, UDI: (B)(4). Block d2b: lgw, qrb.